Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that while setting up for a cori assisted unknown surgery, the real intelligence cori surgeon profile was corrupt. The procedure was resumed, without any delay, by changing to manual technique. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that an error was occurring whenever the patients for a specific surgeon were viewed. This would result in the the console shutting down and needing to be rebooted. Case data files were reviewed. The reported problem was confirmed. Review of log data found that one of the patient cases had a file size of only 480 bytes and checking the files found that most were missing and some were corrupted. Removing this specific case from the console allowed it to function normally. The cause of the reported issue was found to be due to a corrupted patient case. Removing the case allowed the console to function normally. As that case's data was corrupted and could no longer be read, it could not be determined what incident led to the data corruption. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.